Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the applicator collar was not retracted completely when inserting the sensor. Dexcom labeling indicates: place fingers of one hand on edges of adhesive patch. Pinch up your skin at the tips of the white adhesive. Place two fingers directly above collar to steady applicator barrel. Place thumb on the white plunger. Push plunger completely down the applicator barrel. You should hear 2 clicks. Move two fingers from above collar to below collar. Keep your thumb as a base on the white plunger. Pull back collar all the way towards your thumb. You should hear 2 clicks.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.